Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can further details be provided regarding the event? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted total gastrectomy, the sales-rep heard from another customer that the patient who had used echelon at the end of the year occurred a leakage from the duodenum stump and took the re-operation, the primary surgeon, could not meet, so an interview for details is scheduled for a later date. The cartridge color was blue. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2025. Additional event information patient information patient name initial: y. Age: 75. Gender: female. Height: 149. Weight: 58. Health damage: operated on 12/25, pain symptoms since 12/28, fluid accumulation seen on CT, laparotomy on 12/30, leak from duodenum, abdominal cavity drained. Treatment: abdominal cavity drainage, decompression tube placed, patient under observation in the general ward. Doctor¿s opinion: no clear cause, incompatibility of echelon 3000 and slr. Patient background information: history of dp due to pancreatic cancer, hypertension, asthma.